Event description:
Physician did a carotid stick, advanced wire guide at an acute angle. Upon withdrawal of both needle and wire guide, felt resistance and the spring coil portion of the wire separated. A cut down was performed and the wire guide portion removed. Physician believed event may have occurred as a result of the acute angle.